Event description:
The customer complains blood leak during treatment. The blood loss for the pt was 250 ml. No pt harm and no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected fo this specific event and the case is considered closed. The root cause of this event cannot be determined.